Event description:
It was reported that there was lead warning for low impedance on the right atrial (ra) lead. It was noted the bipolar impedance was lower than the unipolar impedance. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: product ID addrl1 implantable pulse generator (ipg), implanted: (B)(6) 2012; 4092-58 implantable pacing lead implanted: (B)(6) 2003. (B)(4).